Manufacturer narrative:
This crt-d remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Additional information was received that a revision procedure was performed. The associated rv lead was explanted and replaced due to the observed noise. This lead was explanted relatively easily requiring the use of a normal pacing lead stylet. Minimal effort required by physican to explant the lead. No evidence of tissue in growth noted on coils. No obvious fracture or insualtion issue observed. Returning lead for testing and analysis report.

Event description:
Subsequently, this crt-d was returned to boston scientific for analysis.

Manufacturer narrative:
---

Event description:
Boston scientific crm received information that, during a follow-up procedure, this cardiac resynchronization therapy defibrillator (crt-d) displayed a non-sustained ventricular tachycardia (vt) episode in the arrhythmia logbook, and showed noise on the right ventricular (rv) electrogram. The noise caused oversensing that resulted in pacing inhibition of 2 seconds. The oversensed noise was detected in the ventricular fibrillation (vf) zone. The physician was able to reproduce the noise by having the patient perform various arm movements. The noise was seen on the rv, shock and left ventricular (lv) leads. The patient noted that he/she was asked in the past by another physician to perform arm movements. The device's sensitivity setting was already programmed to least. The duration in all zones was extended. The patient is being referred back to the original physician for a device and lead review. Electrograms will be sent into boston scientific technical services (bsc ts) for review. Subsequently, additional information was received that bsc ts reviewed one episode on a save to disk. It was noted that the noise on the rv and shock channel, which is most likely caused by abdominal myopotentials. Bsc ts suggested a provocation test be performed to verify if the noise is caused by abdominal myopotentials. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.